Manufacturer narrative:
E.6 initial reporter e-mail: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that there was a missing label issue. The following information was provided by the initial reporter: upon redressing of the shipment last april 27, 2023, an issue was found. Missing 1 tube(2packs) upon redressing of the shipment last april 27, 2023, an issue was found. No label on packaging (7packs).

Manufacturer narrative:
D9. Device available for evaluation? Yes. Returned to manufacturer on: 13-jun-2023 . H6. Investigation summary: bd received 900 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for incorrect count and missing label was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for incorrect count and missing label with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode incorrect count and missing label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that there was a missing label issue. The following information was provided by the initial reporter: upon redressing of the shipment last april 27, 2023, an issue was found. Missing 1 tube(2packs) upon redressing of the shipment last april 27, 2023, an issue was found. No label on packaging (7packs.